Event description:
Head lamp used by surgeon was noted to have cracked insulation/wire causing heat to build up (fire hazard). Noticed during plugging/unplugging for xray intra-op. The unit was switched out with new one.